Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that he changed the cartridge in the infusion device and noticed the cartridge was leaky. Insulin spilled into the cartridge compartment of the infusion device. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Cartridge was replaced and requested for eval. No additional info was provided.